Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure (rhf) and acute kidney injury (aki) could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists right heart failure and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. The IFU further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 06apr2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists right heart failure and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.

Event description:
The account later communicated that the patient was doing well as an outpatient and communicated that the patient looked euvolemic during their last clinic plan on (B)(6) 2021. The patient continued to take toprsemide 200 mg two times a day and an extra 200 mg as needed and 40 mg potassium chloride daily. The doppler was 74 and it would be attempted to try ace/arb and aldactone at future visits if blood pressure allowed. The patient was started on 10 mg dapagliflozin daily. The account communicated that the device operated as intended.

Manufacturer narrative:
The patient's weight was requested, but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 in right ventricular failure. A pulmonary artery catheter was left in place. The patient was transferred to the intensive care unit (ICU) and initiated on intravenous (IV) bumex and diuriland. The patient responded well with weight loss of 5.1 kg. The pulmonary artery catheter was removed and the patient was transferred to the step down unit on (B)(6) 2021. Pulmonary consulted for chronic obstructive pulmonary disease (copd). Acute kidney injury was noted on (B)(6) 2021 with creatine up to 2.5 and diuretics were held for 48 hours. On (B)(6) 2021 creatine was downtrending to about 2.4 and pulmonary function tests were repeated. The patient was deemed stable for discharge on (B)(6) 2021 with close follow-up. The plan was to resume home diuretic regimen of torsemide 200 mg orally on prescription and follow up repeat basic metabolic panel on monday (B)(6) 2021 at local lab. The patient was instructed to take additional dose of torsemide 200 mg for weight gain 3 pounds in a day or 5 pounds in a week and to start spironolactone 50 mg daily. The ventricular assist device (vad) speed was not adjusted and the right ventricular failure was not felt to be vad related. The device operated as expected.